Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced all tip clamps, plunger clamps and lld springs. Cleaned tip ejection sleeves and compression spring. The instrument was tested without further problem and was returned to expected operation.